Manufacturer narrative:
Stryker was unable to duplicate or verify the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device did not detect the defibrillation electrodes or only detected with a delay and the removable hard paddles are only detected intermittently. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not detect the defibrillation electrodes or only detected with a delay and the removable hard paddles are only detected intermittently. There was no patient involvement reported with the event.